Manufacturer narrative:
This report is submitted on november 12, 2019.

Event description:
The patient reported that her implant fell out a month after surgery. It is unknown if the patient has been re-implanted.